Event description:
It has been reported to co that during an ep procedure the leads of this device broke off. There was no report of patient injury and the device is being returned for company analysis.